Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited out of range right ventricular pace impedance measurements and noise. This device remains in service. No adverse patient effects were reported.